Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pelvic pain, vaginal pain, painful intercourse, incontinence, and hardening of mesh. No further information has been provided.